Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test, excessive no delivery test and dat at 0.08730 inches. No excessive no delivery alarm noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 158 mg/dl. The customer stated that insulin pump had a no del alarm. The customer refused to troubleshoot for no delivery alarm. The customer mentioned high blood glucose and hospital stay, but no further details was not given. The insulin pump will be returned for analysis.